Event description:
Pt was revised to address loosening of the asr cup, which had spun vertically. Radiographically, the medial wall was fractured. Intra-operatively, there were other acetabular fractures. Surgeon was suspicious of infection and removed all components, treating with prostalac hip. Update: (B)(6) 2011 - litigation papers were received. Litigation papers allege the pt was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address loosening of the asr cup, which had spun vertically. Radiographically, the medial wall was fractured. Intra-operatively, there were other acetabular fractures. Surgeon was suspicious of infection and removed all components, treating with prostalac hip. Doi: (B)(6) 2006; dor: (B)(6) 2008. **update** (B)(6) 2011 - litigation papers were received. Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2006; dor: (B)(6) 2008 (left hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.